Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging obtaining an inaccurate control solution result. No further details were provided. This complaint is being reported because the alleged inaccuracy control issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.